Manufacturer narrative:
Concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot #n5b1189y) sigphandle, sig power sigphandle handle, (serial #(B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a sleeve gastrectomy procedure, there were firing issues with the reload, resulting in an extended surgical time of approximately one hour. The stapler fired approximately 50%, leaving partially formed staples in the patient and an incomplete staple line at the distal location. The surgeon attempted to complete the firing, but the stapler retracted instead. As a resolution, the surgeon removed as many unformed staples as possible and completed the firing with another reload from other manufacturer. Seamguard was used throughout the case, and due to poor visibility at the top of the stomach, it was difficult to ascertain if the reload from another manufacturer had completed all of the staple firings. A reload was used over the remainder of the seamguard to ensure the stomach had been fully stapled. The patient was admitted to the intensive care unit (ICU) as a precaution.

Manufacturer narrative:
Additional information: d3 (MFR name, street 1), d4 (UDI), d9, g1 (MFR contact first name, last name, postal code, email, phone number), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted a representative reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was able to be rotated and articulated in all directions without hangups or sluggishness. The adapter was able to be fired without any issues. It was reported that the stapler fired approximately 50%, leaving partially formed staples in the patient and an incomplete staple line at the distal location. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: there was an universal asynchronous receiver-transmitter (uart) error. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.